Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'failed upstream occlusion' was not reproduced. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!" Alarm however downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.